Event description:
Patient had an apex 200210 d09 short 40 total hip approx 20 years ago. On (B)(6) 2023 while in shower, felt pop and unable to put weight on leg. Emsa (emergency medical services appropriation) called and brought to ed (emergency dept) where x-ray revealed a "hardware failure with fracture of the femoral component of right total hip arthroplasty".